Manufacturer narrative:
The patient's previous gi bleeding is reported with MFR. Report number 2916596-2019-04650. Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gi bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had recurrent gastrointestinal (gi) bleeding on (B)(6) 2019. Coumadin was stopped. The patient received blood transfusions and underwent an esophagogastroduodenoscopy (egd) that revealed non-bleeding angiocectasias. The patient also underwent argon plasma coagulation (apc) with 2 clips placed on (B)(6) 2019. Coumadin was restarted on (B)(6) 2019. The patient had recurrent anemia on (B)(6) 2019 and coumadin was held again, with the patient remaining off all anticoagulation at time of discharge from rehab.